Manufacturer narrative:
Event date was reported as unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to bacterial infection. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided because the reporter declined follow-up.